Event description:
A customer reported that during a procedure, the unit would not prime or reboot. The case was completed using an alternate system following a 10 minute delay. There was n harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).